Manufacturer narrative:
The device was not in use at the time of the event. There was no report of patient or user harm/impact. The device was found by the user prior to its use and would always be detected before use. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
A quote was sent to the customer for a replacement of the damaged top cover, lcd with the defective image and filter. Philips has not been authorized to evaluate the device at this time, as further servicing is pending customer reply.

Event description:
It was reported to philips that when you turn on the device the screen appears very dark and it takes time to appear color. The device was not in use at the time of the event. There was no report of patient or user harm/impact.